Event description:
An invance sling was implanted in 2004. It was reported that the pt developed recurrent incontinence worse than baseline. An alternative incontinence device was implanted.

Manufacturer narrative:
Unknown implant month/day. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.